Event description:
The patient was implanted with the alto stent graft system for treatment of an abdominal aortic aneurysm (aaa) on (B)(6) 2025. Approximately one (1) year after the initial procedure, the patient presented in a stable condition to the office. Evaluation revealed what appeared to be a proximal type 1 endoleak. The stent graft had been deployed at the accessory renal artery, and there was sufficient space to extend the device proximally to the main renal artery. To address this, the patient was scheduled for an angiogram and possible intervention on (B)(6) 2026. The planned approach included coil embolization of the accessory renal artery and extension of the stent graft higher. The secondary intervention was performed on (B)(6) 2026. During this procedure, a type 1 endoleak was observed at the top of the fabric and sealing ring, near the origin of the accessory renal artery. The accessory renal artery was successfully coil-embolized (non-endologix). Two ovation ix tvex2828-45j devices were placed and overlapped to provide additional support. Additionally, a 28-45 gore (non-endologix) cuff was positioned up to the main renal artery, which helped to further press out the 28-45 ovation ix device. Upon completion of the intervention, the type 1a endoleak was resolved, and the patient was discharged from the hospital on (B)(6) 2026. The patient remained stable following the procedure.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : device remains implanted.